Event description:
According to the reporter, the patient was presented in 2010 with stress urinary incontinence associated with pelvic organ prolapse. A laparoscopic promontofixation with transobturator tape (tot) was performed. Postoperatively, an iodoform vaginal wick was inadvertently retained and later removed during follow-up. The patient underwent placement of a tension-free vaginal tape (tvt) for cystocele repair. Shortly afterward, she developed bladder pain at the end of micturition. Cystoscopy confirmed a strip-related complication, and partial excision of the tape was performed in (B)(6) 2018. In 2019, the patient developed recurrent symptoms. Cystoscopy revealed erosion of the sling into the bladder. A combined laparoscopic and transvesical approach was used to excise the intravesical portion of the tape. In 2020, residual sling material was again identified and removed via cystoscopy. A sectioning of the anterior vaginal portion of the sling was also performed. In 2021 and 2022, the patient presented multiple times with pelvic pain and urinary urgency. Magnetic resonance imaging demonstrated retraction of residual mesh material. In (B)(6) 2023, robotic-assisted laparoscopic excision of the promontofixation mesh was carried out. Postoperatively, the patient continued to experience disabling vaginal pain and recurrent stress urinary incontinence. In (B)(6) 2023, a pelvic ultrasound revealed residual mesh 8 mm from the urethral meatus and within the anterior vaginal cul-de-sac. A 17 mm intravesical calcification (interpreted as a stone) was visualized adjacent to the bladder wall, likely associated with residual mesh material. A cystoscopy with excision of remaining material was performed in (B)(6) 2023, leading to symptom improvement. In (B)(6) 2024, due to persistent lower pelvic pain, the patient underwent another cystoscopy, during which a partial excision of a residual tot strip was performed, along with removal of bladder stones. In (B)(6)2025, patient was seen again in consultation because it was painful and wanted to know if there was any prosthesis left, but the patient cancelled the operation because with the treatment of her kidney stones she is better. Management of a recurrence of urinary incontinence will take place at a later date. The patient has undergone multiple mesh and sling removals via vaginal, laparoscopic, transvesical, and cystoscopic approaches over more than a decade. The patient experienced chronic pelvic pain, stone formation, and persistent urinary incontinence.

Manufacturer narrative:
Correction: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction d6.a (implant date). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: d1, d4 ( lot #, model # catalog #). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was presented in 2010 with stress urinary incontinence associated with pelvic organ prolapse. A laparoscopic promontofixation with transobturator tape (tot) was performed. Postoperatively, an iodoform vaginal wick was inadvertently retained and later removed during follow-up. The patient underwent placement of a tension-free vaginal tape (tvt) for cystocele repair. Shortly afterward, she developed bladder pain at the end of micturition. Cystoscopy confirmed a strip-related complication, and partial excision of the tape was performed on (B)(6) 2018. In 2019, the patient developed recurrent symptoms. Cystoscopy revealed erosion of the sling into the bladder. A combined laparoscopic and transvesical approach was used to excise the intravesical portion of the tape. In 2020, residual sling material was again identified and removed via cystoscopy. A sectioning of the anterior vaginal portion of the sling was also performed. In 2021 and 2022, the patient presented multiple times with pelvic pain and urinary urgency. Magnetic resonance imaging demonstrated retraction of residual mesh material. On (B)(6) 2023, robotic-assisted laparoscopic excision of the promontofixation mesh was carried out. Postoperatively, the patient continued to experience disabling vaginal pain and recurrent stress urinary incontinence. On (B)(6) 2023, a pelvic ultrasound revealed residual mesh 8 mm from the urethral meatus and within the anterior vaginal cul-de-sac. A 17 mm intravesical calcification (interpreted as a stone) was visualized adjacent to the bladder wall, likely associated with residual mesh material. A cystoscopy with excision of remaining material was performed on (B)(6) 2023, leading to symptom improvement. On (B)(6) 2024, due to persistent lower pelvic pain, the patient underwent another cystoscopy, during which a partial excision of a residual tot strip was performed, along with removal of bladder stones. The patient has undergone multiple mesh and sling removals via vaginal, laparoscopic, transvesical, and cystoscopic approaches over more than a decade. The patient experienced chronic pelvic pain, stone formation, and persistent urinary incontinence.